Event description:
Technician alleged the bed had no brake at foot end of the stretcher. The brakes would roll no matter which brake pedal was used. No injury reported.

Manufacturer narrative:
Technician found the rocker arm was bad and the brake casters were bad. Technician replaced the rocker arm and the brake casters to resolve the issue.